Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mycarelink heart application, used with an implantable cardiac monitor (icm), had repeatedly prompted the patient to ¿reconnect¿ with the icm after previously working without issues, and this occurred on both wi-fi and cellular data. Review of logs showed an exceptionally large ¿session confirm retry¿ count during key exchange and frequent log errors stating `didcompletewitherror: "cannot create file"`. Support console observations noted a grey command. It was reported that the remote monitoring network had no communication from the mobile monitoring application. No patient complications have been reported as a result of this event.